Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a mom clinical study. It was reported that patient underwent a bilateral total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing masses were noted. The mass on the anterolateral area of the right hip measured 2.5 x 2.7 x 2.8cm and the mass on the lateral area of the left hip measured 2.9 x 2.9 x 2.7cm. These findings were found due to follow up testing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 4 of 8 MDR's filed for the same event (reference 1825034-2013-02374 / 02375 & 05234 / 05236 & 05241 / 05243).